Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to facilitate biliary drainage to treat malignant biliary obstruction during a procedure performed on unknown date. During the procedure, the stent failed to deploy properly, and it was suggested that the issue may have been related to the distal release mechanism. The procedure could not be completed. It was reported that the patient passed away. The cause of the death remains unknown at this time.

Manufacturer narrative:
Block b3: date of event not provided. However, (B)(6) 2026, was selected as the estimated event date based on the bsc aware date. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Imdrf impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to facilitate biliary drainage to treat malignant biliary obstruction during a procedure performed on (B)(6) 2025. The patient was reported to have metastatic pancreatic cancer, with pre-existing comorbidities: ca (cancer), ccf (congestive cardiac failure), and copd (chronic obstructive pulmonary disease). During the procedure, the stent did not deploy correctly, resulting in maldeployment, and it was suggested that the issue may have been related to the distal release mechanism. The procedure could not be completed. A joint decision was reached by the ICU team, the patient, and the family to discontinue further intervention or rescue therapy. Subsequently, it was reported that the patient passed away on november 21, 2025. The exact cause of death remains undetermined at this time; however, maldeployment of the stent appears to have contributed to the outcome.

Manufacturer narrative:
Block b3: event date was updated. Date of event not provided. However, november 20, 2025, was selected as the estimated event date based on the procedure date. Block b5: summary has been updated due to new information. Block d4: model number (upn) was added. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Imdrf impact code f02 captures the reportable event of death. Imdrf patient code e0506 hemorrhage/blood loss/bleeding was added to the coding table. Imdrf patient code e2321 low blood pressure/hypotension was added to the coding table.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to facilitate biliary drainage to treat malignant biliary obstruction during a procedure performed on (B)(6) 2025. The patient was reported to have metastatic pancreatic cancer, with pre-existing comorbidities: ca (cancer), ccf (congestive cardiac failure), and copd (chronic obstructive pulmonary disease). During the procedure, the stent did not deploy correctly, resulting in maldeployment, and it was suggested that the issue may have been related to the distal release mechanism. The procedure could not be completed. A joint decision was reached by the ICU team, the patient, and the family to discontinue further intervention or rescue therapy. Subsequently, it was reported that the patient passed away on (B)(6) 2025. The exact cause of death remains undetermined at this time; however, maldeployment of the stent appears to have contributed to the outcome.

Manufacturer narrative:
Block b3: event date was updated. Date of event not provided. However, november 20, 2025, was selected as the estimated event date based on the procedure date. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Imdrf impact code f02 captures the reportable event of death. Imdrf patient code e0506 hemorrhage/blood loss/bleeding was added to the coding table. Imdrf patient code e2321 low blood pressure/hypotension was added to the coding table. Block h11: investigation results: with all available information, boston scientific corporation concludes that the reported events of stent failure to deploy was not confirmed. The complaint device was not returned; therefore, product analysis could not be performed. However, hemorrhage, major and death are noted within the IFU as a possible adverse event associated with the use of the device. There is not enough evidence to determine whether the reported event was due to the physician's device manipulation during the procedure or related to a device malfunction. On the other hand, the events of cancelled/rescheduled - post sedation/sedation unknown and hypotension happened during the procedure and there is not an objective evidence or descriptive conditions to establish the cause of the reported events. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. Risk review: a risk review was completed and confirmed that the events of "stent failure to deploy, hemorrhage, major and death" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label. Additionally, hemorrhage, major and death are noted within the IFU as a possible adverse event associated with the use of the device. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device.